Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the blood glucose readings of 197 mg/dl and 103 mg/dl on the reported meter over a time period greater than 20 minutes. The patient noted she also obtained a reading of 156 mg/dl on another manufacturer's meter. The patient took her usual dose of oral diabetes medications. At an unspecified time afterwards, the patient experienced the symptoms of 'trembling' and 'feeling hot.' The patient administered self-treatment by drinking juice; she did not seek medical attention. The meter, test strips and control solution were replaced. The patient returned her products to lfs for evaluation. The meter was evaluated on (B)(4) 2013 and passed testing, and the complaint could not be reproduced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint could not be reproduced. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Meter serial #: (B)(4).